Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a trial scs system on (B)(6) 2011. It was reported that the pt experienced headaches during her trial period while stimulation was turned on. The trial ended on (B)(6) 2011 and the leads were explanted. No additional info is available at this time.